Manufacturer narrative:
(B)(4). Patient had an additional procedure as a result of the product malfunction. Related medwatch report numbers: 1820334-2017-02440, 1820334-2017-02441, and 1820334-2017-02442. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that an abscess in the mid quadrant was being drained. The complainant noted that one hub fell off at the time of the procedure and the next day another hub separated from the catheter while in the patient which resulted in another drain placement.